Event description:
Reported by doctor as: "a liver abcess with an eroded band. The patient was hospitalized, is febrile, septic, and had explant surgery with subsequent surgical drain placed in the abdomen."

Manufacturer narrative:
Taper type ii. Medwatch sent to FDA on: 23/sep/08. The product associated with this report will not be returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Erosion and infection are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.